Event description:
Hospital anesthesia dept reports that the infus o.r. Was running slowly causing an underinfusion of IV fluid. No injury or medical intervention. No additional information available.

Manufacturer narrative:
A request was made for the return of the device. If it is returned and evaluated, a follow-up report will be submitted.